Event description:
It was reported that, prior to use, the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri). There was no patient involvement.

Manufacturer narrative:
Evaluation summary: preliminary analysis confirmed the reported event. The device was fully functional with nominal system current drain. Since a high current drain condition was not present, the cause of the depleted battery was not determined. No hybrid anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.